Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: a review of the pump¿s black box data revealed loss of prime warnings due to zero and non-zero force. The load/step function could not successfully be completed during the investigation. The motor continued to drive after the load step was initiated, and a cartridge not detected message was produced. The force sensor calibration did not measure within specifications. The pump was opened and no damage was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.